Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top half of the toothbrush keeps coming away from the main handle - oral-b [device breakage]. Terrible battery life, around 2-3 days - oral-b toothbrush [device power source issue]. Case narrative: consumer via e-mail stated that the top half of the toothbrush keeps coming away from the main handle mid clean and it has terrible battery life, around 2-3 days. No injury was reported.

Manufacturer narrative:
On 05-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Top half of the toothbrush keeps coming away from the main handle - oral-b [device breakage]. Terrible battery life, around 2-3 days - oral-b toothbrush [device power source issue]. Case narrative: consumer via e-mail stated that the top half of the toothbrush keeps coming away from the main handle mid clean and it has terrible battery life, around 2-3 days. No injury was reported. Follow-up (product investigation result): suspect handle (oral-b toothbrush handle) investigated, cause of failure was consumer related - effect of force, driving shaft broken. 'No manufacturing cause' and 'no design issue' identified based on investigation. No injury was reported.